Manufacturer narrative:
The product in question was returned for technical analysis. Upon arrival the clip was still on the cap and was advanced only on one side. During technical analysis the clip could be applied without any problems. Slight indentations in the cap resulting from one-sided clip movement could be seen. All components were inspected and no deviation from product specification or a product malfunction could be detected. The endospcope used in the procedure was not within the specification. Using an endoscope with an outer diameter that is too large can lead to difficulties during clip application. Clip application must be verified by the user prior to tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. If the clip application is not verified prior to tissue resection, a perforation can occur. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that the colonic ftrd was used for the treatment of a polyp in the ascending colon. Clip application was not verified before tissue resection. The resulting perforation was closed with clips within the same procedure.